Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during a procedure when the e-sep pencil was plugged into the console the "cut" function activated. The pencil was unplugged and reconnected to the console. The same issue occurred. The pencil was removed from the field and a replacement pencil was used. It was also reported that this event did not occur during a surgical procedure, and there was no delay, medical intervention or adverse consequences as a result of this event.

Event description:
It was reported that during a procedure when the e-sep pencil was plugged into the console the "cut" function activated. The pencil was unplugged and reconnected to the console. The same issue occurred. The pencil was removed from the field and a replacement pencil was used. It was also reported that this event did not occur during a surgical procedure, and there was no delay, medical intervention or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.